Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine interrogation the right ventricular (rv) lead exhibited oversensing and noise that led to under pacing. The lead was explanted and replaced. The patient is enrolled in a product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.